Event description:
It was reported that a patient underwent a gynecological procedure with ap repair on an unknown date in 2007 and mesh was implanted. The patient reported experiencing back pain and lower back pain immediately after, which did not resolve. The patient also experienced subsequent recurrent bladder infections. The patient required referrals to pain management, ongoing physio and psychology to manage these complications. No further information available as reporter details have not been disclosed (confidential).

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a manufacturing record evaluation was performed for the finished device batch, and no related non-conformances were identified.